Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the strap25 device was returned without damages in the external components. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 1 straps were found inside cannula shaft. The event reported is related to improper use of the device. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. The instructions for use states that a minimum tissue thickness of 6.7 mm is required when applying the fastener over underlying bone, vessels, or viscera. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Related events captured via 2210968-2022-10648 and 2210968-2022-10649 .

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6)2022 and absorbable straps were used. The strap pins did not fix the mesh. There were no adverse patient consequences reported. No further information was provided.